Event description:
The pt required pain medication for which a pca pump was being utilized. The pca pump was programmed correctly for morphine 1 mg dose. It registered 0.8 mg total given for 2 doses given when the correct amount given was 2 mg. This malfunctioning pca pump was immediately exchanged with a new one.